Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis of coronary procedure and the procedure was completed by using a manual button switch. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a malfunction with the geo module. The fse found that the stand long switch was not working in the geo module which resulted in the reported issue. The fse replaced the geo module kit to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry module had a functional error. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse replaced the geometry module and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.